Manufacturer narrative:
Additional information was received indicating that the specific fault of the lead that led to the revision was a loss of topographical coverage with stimulation as the contacts resulted in high impedances, presumably due to internal corruption of the lead and its splitters.

Event description:
A report was received that the patient experienced loss of stimulation. An impedance check revealed high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were explanted due to physician¿s preference. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-50, serial/lot: (B)(4) description: infinion 1x16 perc lead kit-50 cm; model: sc-3400-30 serial/lot: (B)(4), description: infinion splitter 2x8 kit (30 cm). It is indicated that the leads and lead splitters will not be returned for evaluation; therefore, failure analysis of the complaint devices could not be completed. A review of the device history records for the leads will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced loss of stimulation. An impedance check revealed high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were explanted due to physician¿s preference. The patient was doing well postoperatively.